Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A pcb 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 6 atmospheres for 5 seconds. The device was removed from the sheath without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A pcb 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 6 atmospheres for 5 seconds. The device was removed from the sheath without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.